Manufacturer narrative:
Concomitant medical products: non-bd quad fuse extension set; 3 anti siphon valves; needleless connector. Three 3 ml bd syringes. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that during an infusion on the cardiac intensive care unit with 4 unknown medications via a quad extension set with different colored slide clamps, three of the small 0.2 micron filter extension sets leaked on the green, yellow and white clamp lines. No patient harm was reported. A needleless connector was on the red clamp line, and anti siphon valves were attached to the green, yellow and white clamp lines at the connection to the pump tubing. Although requested, no event or patient details were provided.

Manufacturer narrative:
The customer¿s report of a filter leak was confirmed. No anomalies were observed with set during initial visual inspection. Functional testing found that the set leaked from the air vent of the 0.2 micron filter. Closer inspection of the filters under a lab microscope observed no damages or anomalies. The root cause of the leak could not be definitively determined.

Event description:
The customer reported that during an infusion on the cardiac intensive care unit with 4 unknown medications via a quad extension set with different colored slide clamps, three of the small 0.2 micron filter extension sets leaked on the green, yellow and white clamp lines. No patient harm was reported. A needleless connector was on the red clamp line, and anti siphon valves were attached to the green, yellow and white clamp lines at the connection to the pump tubing. Although requested, no event or patient details were provided.